Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to verify any alarms due to the prime anomaly.

Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.